Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2014-25500 and 1627487-2014-25501. It was reported the patient loss stimulation and communication with his ipg after experiencing a fall 3 months ago. Additionally, it was reported the patient last charged 3 months ago. An sjm representative met with the patient and confirmed the patient's charger and programmer are unable to communicate with the ipg. In turn, the patient's ipg is inoperable and may undergo surgical intervention to address the issue.